Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 600 mg/dl at the time of incident. The customer provides details on symptoms related to the high blood glucose level episodes such as sick. Customer was treated with insulin pump. Customer stated that the piece missing from battery compartment. Troubleshooting was declined for high blood glucose level. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with broken battery tube threads.